Event description:
It was reported that the subject device had an e104 error. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: surface of the universal cord is slightly scratched, sheath wrinkles. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure of the insertion section and universal cord. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.